Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammation') and device breakage ('essure remnants on uterus') in a female patient who had essure (batch no. 625640) inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with uterine inflammation, abdominal pain ("abdominal pain ; abdominal cramps"), back pain ("lumbar pains"), menorrhagia ("menorrhagia/ her menstrual periods got extended / increased menstrual bleed (she began to bleed more)"), urticaria ("welts"), pruritus ("itching"), dermatitis ("dermatitis"), fatigue ("fatigue"), asthenia ("weakness"), mood altered ("mood changes") and alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("essure remnants on uterus"), pelvic pain ("pelvis pain/ pain"), metrorrhagia ("spotting"), dysmenorrhoea ("pain during menstrual periods"), menstrual discomfort ("discomforts during menstrual periods"), device allergy ("allergic reaction to essure components"), device intolerance ("device rejection reactions") and nausea ("nausea"). The patient was treated with surgery (total hysterectomy was performed, and as a result she lost her uterus and cervix and fallopian tubes were extirpated). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, device breakage, complication of device removal, pelvic pain, abdominal pain, back pain, metrorrhagia, menorrhagia, dysmenorrhoea, menstrual discomfort, device allergy, device intolerance, urticaria, pruritus, dermatitis, fatigue, asthenia, mood altered, alopecia and nausea outcome was unknown. The reporter considered abdominal pain, alopecia, asthenia, back pain, complication of device removal, dermatitis, device allergy, device breakage, device intolerance, dysmenorrhoea, fatigue, menorrhagia, menstrual discomfort, metrorrhagia, mood altered, nausea, pelvic inflammatory disease, pelvic pain, pruritus and urticaria to be related to essure. No further causality assessment were provided for the product. The reporter commented: patient underwent surgery twice in order to remove essure, on the first time her fallopian tubes were extirpated, while on the second time her uterus had to be removed due to presence of essure remnants. Consumer had essure removed in (B)(6) 2016, however as discomforts continued, she underwent surgery again (total hysterectomy was performed, and as a result she lost her uterus and cervix) lot number: 625640 manufacture date: 2007-08, expiration date: 2009-07. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-mar-2021: no new clinical information received, update to imdrf/FDA codes only. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammation'), device breakage ('essure remnants on uterus'), device intolerance ('device rejection reactions') and device allergy ('allergic reaction to essure components') in a female patient who had essure (batch no. 625640) inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), fatigue ("fatigue"), asthenia ("weakness"), mood altered ("mood changes"), back pain ("lumbar pains"), alopecia ("hair loss"), dermatitis ("dermatitis"), urticaria ("welts"), pruritus ("itching") and abdominal pain ("abdominal pain ; abdominal cramps"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("essure remnants on uterus"), prolonged periods ("her menstrual periods got extended / increased menstrual bleed (she began to bleed more)"), metrorrhagia ("spotting"), dysmenorrhoea ("pain during menstrual periods"), menstrual discomfort ("discomforts during menstrual periods"), device intolerance (seriousness criterion medically significant), device allergy (seriousness criterion medically significant), pain ("pain"), pelvic pain ("pelvis pain"), uterine inflammation ("uterus inflammation") and nausea ("nausea"). The patient was treated with surgery (total hysterectomy was performed, and as a result she lost her uterus and cervix and fallopian tubes were extirpated). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, device breakage, complication of device removal, menorrhagia, fatigue, asthenia, mood altered, back pain, alopecia, dermatitis, urticaria, pruritus, abdominal pain, prolonged periods, metrorrhagia, dysmenorrhoea, menstrual discomfort, device intolerance, device allergy, pain, pelvic pain, uterine inflammation and nausea outcome was unknown. The reporter considered abdominal pain, alopecia, asthenia, back pain, complication of device removal, dermatitis, device allergy, device breakage, device intolerance, dysmenorrhoea, fatigue, menorrhagia, menstrual discomfort, metrorrhagia, mood altered, nausea, pain, pelvic inflammatory disease, pelvic pain, pruritus, urticaria, uterine inflammation and prolonged periods to be related to essure. The reporter commented: patient underwent surgery twice in order to remove essure, on the first time her fallopian tubes were extirpated, while on the second time her uterus had to be removed due to presence of essure remnants. Consumer had essure removed in (B)(6) 2016, however as discomforts continued, she underwent surgery again (total hysterectomy was performed, and as a result she lost her uterus and cervix). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2020: reporter¿s information provided. Essure insertion and malfunction field were updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammation'), device breakage ('essure remnants on uterus') and embedded device ('essure of the left tube was strongly fixed to the uterus') in a 38-year-old female patient who had essure (batch no. 625640) inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: complication of device removal "essure remnants on uterus". The patient's concurrent conditions included atopic dermatitis and allergy to metals. Concomitant products included corticosteroids for atopic dermatitis. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with uterine inflammation, abdominal pain ("abdominal pain ; abdominal cramps / which was initially in the hypogastrium to end up also affecting the lower back"), back pain ("lumbar pains"), heavy menstrual bleeding ("menorrhagia/ her menstrual periods got extended / increased menstrual bleed (she began to bleed more)"), urticaria ("welts"), dermatitis ("dermatitis"), fatigue ("fatigue"), asthenia ("weakness"), mood altered ("mood changes"), alopecia ("hair loss"), musculoskeletal pain ("arthromyalgia"), dyspepsia ("dyspepsia"), skin lesion ("skin lesions / lesions appear on the back of the hands, elbows, shoulders and neck (on (B)(6) 2011)") and hypoaesthesia ("numbness in extremities"). On (B)(6) 2009, the patient experienced the first episode of pruritus ("itching / itching in both ears, presenting suppuration in otoscopy"), 5 months 27 days after insertion of essure. On (B)(6) 2011, the patient experienced eye pruritus ("optic itching"). On (B)(6) 2011, the patient experienced rash papular ("episodes of micropapules, some of the color of the skin and others pink, some slightly lichenified and others excoriated, grouped, were observed on the external area of the upper limbs, the back of the hands and on the calves"). In 2016, the patient experienced malaise ("malaise"), insomnia ("insomnia"), the first episode of pelvic pain ("pain") and the second episode of pruritus ("itching"). On (B)(6) 2017, the patient experienced endometriosis ("pelvic endometriosis"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), the second episode of pelvic pain ("pelvis pain/ pain"), intermenstrual bleeding ("spotting / the menstrual bleeding became metrorrhagia that exceeded 15 days a month / metrorrhagia"), dysmenorrhoea ("pain during menstrual periods"), menstrual discomfort ("discomforts during menstrual periods"), device allergy ("allergic reaction to essure components"), device intolerance ("device rejection reactions") and nausea ("nausea"). The patient was treated with hydroxyzine (atarax) and surgery (total hysterectomy was performed, and as a result she lost her uterus and cervix and fallopian tubes were extirpated, laparoscopy and bilateral salpingectomy was performed). Essure was removed on (B)(6) 2016. In 2017, the hypoaesthesia had resolved. At the time of the report, the pelvic inflammatory disease, device breakage, embedded device, the last episode of pelvic pain, abdominal pain, back pain, intermenstrual bleeding, heavy menstrual bleeding, dysmenorrhoea, menstrual discomfort, device allergy, device intolerance, urticaria, dermatitis, fatigue, asthenia, mood altered, alopecia, nausea, musculoskeletal pain, dyspepsia, skin lesion, eye pruritus, rash papular, malaise, insomnia, the last episode of pruritus and endometriosis had resolved. The reporter considered abdominal pain, alopecia, asthenia, back pain, dermatitis, device allergy, device breakage, device intolerance, dysmenorrhoea, dyspepsia, embedded device, endometriosis, eye pruritus, fatigue, heavy menstrual bleeding, hypoaesthesia, insomnia, intermenstrual bleeding, malaise, menstrual discomfort, mood altered, musculoskeletal pain, nausea, pelvic inflammatory disease, rash papular, skin lesion, urticaria, the first episode of pelvic pain, the first episode of pruritus, the second episode of pelvic pain and the second episode of pruritus to be related to essure. The reporter commented: patient underwent surgery twice in order to remove essure, on the first time her fallopian tubes were extirpated, while on the second time her uterus had to be removed due to presence of essure remnants. Consumer had essure removed in (B)(6) 2016, however as discomforts continued, she underwent surgery again (began again with malaise, insomnia, pain and itching). Total hysterectomy was performed, and as a result she lost her uterus and cervix). Extirpation of both tubes was carried out, finding that the essure of the left tube was strongly fixed to the uterus, so it had to be introduced with cuts of the myometrial tissue until the device was released, subsequently performing hemostasis of the zone, not appreciating remains of essure. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2017: x-ray was performed showing a hyperdense image in the uterine area, compatible with the distal portion of essure.; on (B)(6) 2017: e total absence of material corresponding to essure was confirmed. Allergy test - in 2013: epicutaneous tests were performed on metals that were classified as negative. Pathology test - on (B)(6) 2016: the pathological anatomy study reported intra-tubal metallic filaments compatible with essures and endometriotic focus.; on (B)(6) 2017: the pathological anatomy of the uterus identified the essure fragment in the tubal horn and areas of glandular and cystic adenomyosis.. Ultrasound uterus - on (B)(6) 2016: normal uterus with bilateral varicocele. The left essure is not identified; on (B)(6) 2016: showed that both essures were in the tubes without intrauterine coils being appreciated.; on (B)(6) 2017: hypertrophic cervix was observed with an anteflexed uterus, hypertrophic, with the rest of the implant. Diagnosis: adenomyosis and rest of essure.. Lot number: 625640. Manufacture date: 2007-08. Expiration date: 2009-07. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-mar-2022: a new lawyer and a new hcp received. The following informations were added: patient's date of birth, medical history, lab datas, concomitant drugs and treatment drugs. New adverse events reported: dyspepsia, skin lesions, optic itching, micropapulas, embedded device, malaise, insomnia, pain and itching, pelvic endometriosis, numbness in extremities and a total laparoscopic hysterectomy were done. We received a lot number in this case. A technical investigation will conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammation") and device breakage ("essure remnants on uterus") in a female patient who had essure (batch no. 625640) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), fatigue ("fatigue"), asthenia ("weakness"), mood altered ("mood changes"), back pain ("lumbar pains"), alopecia ("hair loss"), dermatitis ("dermatitis"), urticaria ("welts"), pruritus ("itching") and abdominal pain ("abdominal pain ; abdominal cramps"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("essure remnants on uterus"). The patient was treated with surgery (fallopian tubes were extirpated) and surgery (on the second time her uterus had to be removed). Essure was removed. At the time of the report, the pelvic inflammatory disease, device breakage, complication of device removal, menorrhagia, fatigue, asthenia, mood altered, back pain, alopecia, dermatitis, urticaria, pruritus and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, asthenia, back pain, complication of device removal, dermatitis, device breakage, fatigue, menorrhagia, mood altered, pelvic inflammatory disease, pruritus and urticaria to be related to essure. The reporter commented: patient underwent surgery twice in order to remove essure, on the first time her fallopian tubes were extirpated, while on the second time her uterus had to be removed due to presence of essure remnants. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 13-nov-2017 for the following meddra preferred terms: pelvic inflammatory disease. The analysis in the global safety database revealed 79 cases. Device breakage. The analysis in the global safety database revealed 1.929 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammation'), device breakage ('essure remnants on uterus') and embedded device ('essure of the left tube was strongly fixed to the uterus') in a 38-year-old female patient who had essure (batch no. 625640) inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: complication of device removal "essure remnants on uterus". The patient's concurrent conditions included atopic dermatitis and allergy to metals. Concomitant products included corticosteroids for atopic dermatitis. On 22-may-2009, the patient had essure inserted. In 2009, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with uterine inflammation, abdominal pain lower ("abdominal pain ; abdominal cramps / which was initially in the hypogastrium to end up also affecting the lower back"), back pain ("lumbar pains"), heavy menstrual bleeding ("menorrhagia/ her menstrual periods got extended / increased menstrual bleed (she began to bleed more)"), urticaria ("welts"), dermatitis ("dermatitis"), fatigue ("fatigue"), asthenia ("weakness"), mood altered ("mood changes"), alopecia ("hair loss"), musculoskeletal pain ("arthromyalgia"), dyspepsia ("dyspepsia"), skin lesion ("skin lesions / lesions appear on the back of the hands, elbows, shoulders and neck (on april, 2011)") and hypoaesthesia ("numbness in extremities"). On 18-nov-2009, the patient experienced ear pruritus ("itching / itching in both ears, presenting suppuration in otoscopy"), 5 months 27 days after insertion of essure. On 11-aug-2011, the patient experienced eye pruritus ("optic itching"). On 13-oct-2011, the patient experienced rash papular ("episodes of micropapules, some of the color of the skin and others pink, some slightly lichenified and others excoriated, grouped, were observed on the external area of the upper limbs, the back of the hands and on the calves"). In 2016, the patient experienced malaise ("malaise"), insomnia ("insomnia"), the first episode of pelvic pain ("pain") and pruritus ("itching"). On 25-may-2017, the patient experienced endometriosis ("pelvic endometriosis"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), the second episode of pelvic pain ("pelvis pain/ pain"), intermenstrual bleeding ("spotting / the menstrual bleeding became metrorrhagia that exceeded 15 days a month / metrorrhagia"), dysmenorrhoea ("pain during menstrual periods"), menstrual discomfort ("discomforts during menstrual periods"), device allergy ("allergic reaction to essure components"), device intolerance ("device rejection reactions") and nausea ("nausea"). The patient was treated with hydroxyzine (atarax) and surgery (total hysterectomy was performed, and as a result she lost her uterus and cervix and fallopian tubes were extirpated, laparoscopy and bilateral salpingectomy was performed). Essure was removed on 9-sep-2016. In february 2012, the ear pruritus had resolved. In 2017, the hypoaesthesia had resolved. At the time of the report, the pelvic inflammatory disease, device breakage, embedded device, the last episode of pelvic pain, abdominal pain lower, back pain, intermenstrual bleeding, heavy menstrual bleeding, dysmenorrhoea, menstrual discomfort, device allergy, device intolerance, urticaria, dermatitis, fatigue, asthenia, mood altered, alopecia, nausea, musculoskeletal pain, dyspepsia, skin lesion, eye pruritus, rash papular, malaise, insomnia, pruritus and endometriosis had resolved. The reporter considered abdominal pain lower, alopecia, asthenia, back pain, dermatitis, device allergy, device breakage, device intolerance, dysmenorrhoea, dyspepsia, ear pruritus, embedded device, endometriosis, eye pruritus, fatigue, heavy menstrual bleeding, hypoaesthesia, insomnia, intermenstrual bleeding, malaise, menstrual discomfort, mood altered, musculoskeletal pain, nausea, pelvic inflammatory disease, pruritus, rash papular, skin lesion, urticaria, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. No further causality assessment were provided for the product. The reporter commented: patient underwent surgery twice in order to remove essure, on the first time her fallopian tubes were extirpated, while on the second time her uterus had to be removed due to presence of essure remnants. Consumer had essure removed in sep-2016, however as discomforts continued, she underwent surgery again (began again with malaise, insomnia, pain and itching). Total hysterectomy was performed, and as a result she lost her uterus and cervix). Extirpation of both tubes was carried out, finding that the essure of the left tube was strongly fixed to the uterus, so it had to be introduced with cuts of the myometrial tissue until the device was released, subsequently performing hemostasis of the zone, not appreciating remains of essure. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on 10-apr-2017: x-ray was performed showing a hyperdense image in the uterine area, compatible with the distal portion of essure.; on 03-nov-2017: e total absence of material corresponding to essure was confirmed. Allergy test - in 2013: epicutaneous tests were performed on metals that were classified as negative. Pathology test - on 09-sep-2016: the pathological anatomy study reported intra-tubal metallic filaments compatible with essures and endometriotic focus.; on 25-may-2017: the pathological anatomy of the uterus identified the essure fragment in the tubal horn and areas of glandular and cystic adenomyosis.. Ultrasound uterus - on 13-apr-2016: normal uterus with bilateral varicocele. The left essure is not identified; on 22-jun-2016: showed that both essures were in the tubes without intrauterine coils being appreciated.; on 02-may-2017: hypertrophic cervix was observed with an anteflexed uterus, hypertrophic, with the rest of the implant. Diagnosis: adenomyosis and rest of essure.. Lot number: 625640. Manufacture date: 2007-08. Expiration date: 2009-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 13-apr-2022: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammation'), device breakage ('essure remnants on uterus') and embedded device ('essure of the left tube was strongly fixed to the uterus') in a 38-year-old female patient who had essure (batch no. 625640) inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: complication of device removal "essure remnants on uterus". The patient's medical history included gravida ii, parity 2, cigarette smoker and irritable bowel. Concurrent conditions included atopic dermatitis and allergy to metals. Family history included constipation. Concomitant products included corticosteroids for atopic dermatitis. On 22-may-2009, the patient had essure inserted. In 2009, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with uterine inflammation, abdominal pain lower ("abdominal pain ; abdominal cramps / which was initially in the hypogastrium to end up also affecting the lower back"), back pain ("lumbar pains"), heavy menstrual bleeding ("menorrhagia/ her menstrual periods got extended / increased menstrual bleed (she began to bleed more)"), urticaria ("welts"), dermatitis ("dermatitis"), fatigue ("fatigue"), asthenia ("weakness"), mood altered ("mood changes"), alopecia ("hair loss"), musculoskeletal pain ("arthromyalgia"), dyspepsia ("dyspepsia"), skin lesion ("skin lesions / lesions appear on the back of the hands, elbows, shoulders and neck (on april, 2011)") and hypoaesthesia ("numbness in extremities"). On 18-nov-2009, the patient experienced ear pruritus ("itching / itching in both ears, presenting suppuration in otoscopy"), 5 months 27 days after insertion of essure. On 11-aug-2011, the patient experienced eye pruritus ("optic itching"). On 13-oct-2011, the patient experienced rash papular ("episodes of micropapules, some of the color of the skin and others pink, some slightly lichenified and others excoriated, grouped, were observed on the external area of the upper limbs, the back of the hands and on the calves"). In february 2012, the patient experienced anxiety ("anxiety") and depression ("depression"). On 26-sep-2012, the patient experienced neck pain ("cervicalgia"). On 5-oct-2012, the patient experienced tendonitis ("pectoralis major tendinitis"). In 2016, the patient experienced malaise ("malaise"), insomnia ("insomnia"), the first episode of pelvic pain ("pain") and pruritus ("itching"). On 25-may-2017, the patient experienced endometriosis ("pelvic endometriosis"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), device expulsion ("essure of the left tube was strongly fixed to the uterus"), the second episode of pelvic pain ("pelvis pain/ pain"), intermenstrual bleeding ("spotting / the menstrual bleeding became metrorrhagia that exceeded 15 days a month / metrorrhagia"), dysmenorrhoea ("pain during menstrual periods"), menstrual discomfort ("discomforts during menstrual periods"), device allergy ("allergic reaction to essure components"), device intolerance ("device rejection reactions"), nausea ("nausea"), constipation ("constipation") and carpal tunnel syndrome ("right carpal tunnel syndrome"). The patient was treated with gabapentin, hydroxyzine (atarax), phlebodium aureum extract (difur), tacrolimus monohydrate (protopic) and surgery (total hysterectomy was performed, and as a result she lost her uterus and cervix and fallopian tubes were extirpated, laparoscopy and bilateral salpingectomy was performed). Essure was removed on 9-sep-2016. In february 2012, the ear pruritus had resolved. In 2017, the hypoaesthesia had resolved. At the time of the report, the pelvic inflammatory disease, device breakage, embedded device, device expulsion, the last episode of pelvic pain, abdominal pain lower, back pain, intermenstrual bleeding, heavy menstrual bleeding, dysmenorrhoea, menstrual discomfort, device allergy, device intolerance, urticaria, dermatitis, fatigue, asthenia, mood altered, alopecia, nausea, musculoskeletal pain, dyspepsia, skin lesion, eye pruritus, rash papular, malaise, insomnia, pruritus, endometriosis, anxiety and depression had resolved and the constipation, carpal tunnel syndrome, tendonitis and neck pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, asthenia, back pain, carpal tunnel syndrome, constipation, depression, dermatitis, device allergy, device breakage, device expulsion, device intolerance, dysmenorrhoea, dyspepsia, ear pruritus, embedded device, endometriosis, eye pruritus, fatigue, heavy menstrual bleeding, hypoaesthesia, insomnia, intermenstrual bleeding, malaise, menstrual discomfort, mood altered, musculoskeletal pain, nausea, neck pain, pelvic inflammatory disease, pruritus, rash papular, skin lesion, tendonitis, urticaria, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. No further causality assessment were provided for the product. The reporter commented: patient underwent surgery twice in order to remove essure, on the first time her fallopian tubes were extirpated, while on the second time her uterus had to be removed due to presence of essure remnants. Consumer had essure removed in sep-2016, however as discomforts continued, she underwent surgery again (began again with malaise, insomnia, pain and itching). Total hysterectomy was performed, and as a result she lost her uterus and cervix). Extirpation of both tubes was carried out, finding that the essure of the left tube was strongly fixed to the uterus, so it had to be introduced with cuts of the myometrial tissue until the device was released, subsequently performing hemostasis of the zone, not appreciating remains of essure. After removal of the coil fragment in the hysterectomy, all symptoms disappeared. This confirms nickel-titanium intolerance as the cause of her problems diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on 10-apr-2017: x-ray was performed showing a hyperdense image in the uterine area, compatible with the distal portion of essure.; on 03-nov-2017: e total absence of material corresponding to essure was confirmed. Allergy test - in 2013: epicutaneous tests were performed on metals that were classified as negative. Pathology test - on 09-sep-2016: the pathological anatomy study reported intra-tubal metallic filaments compatible with essures and endometriotic focus.; on 25-may-2017: the pathological anatomy of the uterus identified the essure fragment in the tubal horn and areas of glandular and cystic adenomyosis.. Ultrasound uterus - on 13-apr-2016: normal uterus with bilateral varicocele. The left essure is not identified; on 22-jun-2016: showed that both essures were in the tubes without intrauterine coils being appreciated.; on 02-may-2017: hypertrophic cervix was observed with an anteflexed uterus, hypertrophic, with the rest of the implant. Diagnosis: adenomyosis and rest of essure.. Lot number: 625640 manufacture date: 2007-08 expiration date: 2009-07 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 22-jun-2022: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammation"), device breakage ("essure remnants on uterus") and embedded device ("essure of the left tube was strongly fixed to the uterus") in a 38 year-old female patient who had essure inserted (lot no. 625640) for contraception. Additional non-serious events are detailed below. Other product or product use issues identified: contraceptive device removal incomplete ("essure remnants on uterus"). The patient had a medical history of parity 2 and gravida ii. Concurrent conditions were listed as allergy to metals and atopic dermatitis. The only concomitant product mentioned was corticosteroids for dermatitis atopic. On 22-may-2009, the patient had essure inserted. On 18-nov-2009, 180 days after essure insertion, she experienced ear pruritus ("itching / itching in both ears, presenting suppuration in otoscopy"). In 2009 she experienced pelvic inflammation (seriousness criteria medically important and intervention required) with uterine inflammation, cramp in lower abdomen ("abdominal pain ; abdominal cramps / which was initially in the hypogastrium to end up also affecting the lower back"), lumbar pain ("lumbar pains"), menstruation increased ("menorrhagia/ her menstrual periods got extended / increased menstrual bleed (she began to bleed more)"), welts ("welts"), dermatitis ("dermatitis"), fatigue ("fatigue"), weakness ("weakness"), mood change ("mood changes"), hair loss ("hair loss"), arthromyalgia ("arthromyalgia"), dyspepsia ("dyspepsia"), skin lesion ("skin lesions / lesions appear on the back of the hands, elbows, shoulders and neck (on april, 2011)") and numbness of extremities ("numbness in extremities"). On 11-aug-2011 she experienced itching eyes ("optic itching"). On 13-oct-2011 she experienced papular skin eruption ("episodes of micropapules, some of the color of the skin and others pink, some slightly lichenified and others excoriated, grouped, were observed on the external area of the upper limbs, the back of the hands and on the calves"). In february 2012 she experienced anxiety ("anxiety") and depression ("depression"). In 2016 she experienced malaise ("malaise"), insomnia ("insomnia"), a first episode of pelvic pain female ("pain") and itching ("itching"). On 25-may-2017 she experienced endometriosis externa ("pelvic endometriosis"). An unknown time later she experienced device breakage (seriousness criteria medically important and intervention required), embedded device (seriousness criterion medically important), partial expulsion of device ("essure of the left tube was strongly fixed to the uterus"), a second episode of pelvic pain female ("pelvis pain/ pain"), spotting between menses ("spotting / the menstrual bleeding became metrorrhagia that exceeded 15 days a month / metrorrhagia"), menses painful ("pain during menstrual periods"), menstrual discomfort ("discomforts during menstrual periods"), device allergy ("allergic reaction to essure components"), device intolerance ("device rejection reactions") and nausea ("nausea"). The patient was treated with atarax [hydroxyzine], difur (phlebodium aureum extract) and protopic (tacrolimus monohydrate) as well as surgery (fallopian tubes were extirpated, laparoscopy and bilateral salpingectomy was performed and total hysterectomy was performed, and as a result she lost her uterus and cervix). Essure was removed on 09-sep-2016. In february 2012, the ear pruritus had resolved. In 2017, the hypoaesthesia had resolved. At the time of the report, the pelvic inflammatory disease, device breakage, embedded device, device expulsion, last episode of pelvic pain, abdominal pain lower, back pain, intermenstrual bleeding, heavy menstrual bleeding, dysmenorrhoea, menstrual discomfort, device allergy, device intolerance, urticaria, dermatitis, fatigue, asthenia, mood altered, alopecia, nausea, musculoskeletal pain, dyspepsia, skin lesion, eye pruritus, rash papular, malaise, insomnia, pruritus, endometriosis, anxiety and depression had resolved. The reporter considered abdominal pain lower, alopecia, anxiety, asthenia, back pain, depression, dermatitis, device allergy, device breakage, device expulsion, device intolerance, dysmenorrhoea, dyspepsia, ear pruritus, embedded device, endometriosis, eye pruritus, fatigue, heavy menstrual bleeding, hypoaesthesia, insomnia, intermenstrual bleeding, malaise, menstrual discomfort, mood altered, musculoskeletal pain, nausea, pelvic inflammatory disease, the first episode of pelvic pain, the second episode of pelvic pain, pruritus, rash papular, skin lesion and urticaria to be related to essure administration. The reporter commented: patient underwent surgery twice in order to remove essure, on the first time her fallopian tubes were extirpated, while on the second time her uterus had to be removed due to presence of essure remnants. Consumer had essure removed in sep-2016, however as discomforts continued, she underwent surgery again (began again with malaise, insomnia, pain and itching). Total hysterectomy was performed, and as a result she lost her uterus and cervix). Extirpation of both tubes was carried out, finding that the essure of the left tube was strongly fixed to the uterus, so it had to be introduced with cuts of the myometrial tissue until the device was released, subsequently performing hemostasis of the zone, not appreciating remains of essure. After removal of the coil fragment in the hysterectomy, all symptoms disappeared. This confirms nickel-titanium intolerance as the cause of her problems. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on 10-apr-2017: x-ray was performed showing a hyperdense image in the uterine area, compatible with the distal portion of essure.; on 03-nov-2017: e total absence of material corresponding to essure was confirmed [allergy test] in 2013: epicutaneous tests were performed on metals that were classified as negative [pathology test] on 09-sep-2016: the pathological anatomy study reported intra-tubal metallic filaments compatible with essures and endometriotic focus.; on 25-may-2017: the pathological anatomy of the uterus identified the essure fragment in the tubal horn and areas of glandular and cystic adenomyosis. [Ultrasound uterus] on 13-apr-2016: normal uterus with bilateral varicocele. The left essure is not identified; on 22-jun-2016: showed that both essures were in the tubes without intrauterine coils being appreciated.; on 02-may-2017: hypertrophic cervix was observed with an anteflexed uterus, hypertrophic, with the rest of the implant. Diagnosis: adenomyosis and rest of essure. Lot number: 625640 manufacture date: 2007-08 expiration date: 2009-07. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 27-may-2022: events: anxiety, depression, patient medical history, concomitant medications, rcc added. Upon internal review, for coding purposes, the event partial expulsion of device was added (reported event essure of the left tube was strongly fixed to the uterus). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammation"), device breakage ("essure remnants on uterus") and embedded device ("essure of the left tube was strongly fixed to the uterus") in a 38 year-old female patient who had essure inserted (lot no. 625640) for contraception. Additional non-serious events are detailed below. Other product or product use issues identified: contraceptive device removal incomplete ("essure remnants on uterus"). The patient had a medical history of irritable bowel, cigarette smoker, parity 2 and gravida ii. The patient had a family history of constipation. Concurrent conditions were listed as allergy to metals and atopic dermatitis. The only concomitant product mentioned was corticosteroids for dermatitis atopic. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 180 days after essure insertion, she experienced ear pruritus ("itching / itching in both ears, presenting suppuration in otoscopy"). In 2009 she experienced pelvic inflammation (seriousness criteria medically important and intervention required) with uterine inflammation, cramp in lower abdomen ("abdominal pain ; abdominal cramps / which was initially in the hypogastrium to end up also affecting the lower back"), lumbar pain ("lumbar pains"), menstruation increased ("menorrhagia/ her menstrual periods got extended / increased menstrual bleed (she began to bleed more)"), welts ("welts"), dermatitis ("dermatitis"), fatigue ("fatigue"), weakness ("weakness"), mood change ("mood changes"), hair loss ("hair loss"), arthromyalgia ("arthromyalgia"), dyspepsia ("dyspepsia"), skin lesion ("skin lesions / lesions appear on the back of the hands, elbows, shoulders and neck (on (B)(6) 2011)") and numbness of extremities ("numbness in extremities"). On (B)(6) 2011 she experienced itching eyes ("optic itching"). On (B)(6) 2011 she experienced papular skin eruption ("episodes of micropapules, some of the color of the skin and others pink, some slightly lichenified and others excoriated, grouped, were observed on the external area of the upper limbs, the back of the hands and on the calves"). In (B)(6) 2012 she experienced anxiety ("anxiety") and depression ("depression"). On (B)(6) 2012 she experienced cervicalgia ("cervicalgia"). On (B)(6) 2012 she experienced tendinitis ("pectoralis major tendinitis"). In 2016 she experienced malaise ("malaise"), insomnia ("insomnia"), a first episode of pelvic pain female ("pain") and itching ("itching"). On (B)(6) 2017 she experienced endometriosis externa ("pelvic endometriosis"). An unknown time later she experienced device breakage (seriousness criteria medically important and intervention required), embedded device (seriousness criterion medically important), partial expulsion of device ("essure of the left tube was strongly fixed to the uterus"), a second episode of pelvic pain female ("pelvis pain/ pain"), spotting between menses ("spotting / the menstrual bleeding became metrorrhagia that exceeded 15 days a month / metrorrhagia"), menses painful ("pain during menstrual periods"), menstrual discomfort ("discomforts during menstrual periods"), device allergy ("allergic reaction to essure components"), device intolerance ("device rejection reactions"), nausea ("nausea"), constipation ("constipation") and unilateral carpal tunnel syndrome ("right carpal tunnel syndrome"). The patient was treated with atarax [hydroxyzine], difur (phlebodium aureum extract), protopic (tacrolimus monohydrate) and gabapentin as well as surgery (fallopian tubes were extirpated, laparoscopy and bilateral salpingectomy was performed and total hysterectomy was performed, and as a result she lost her uterus and cervix). In (B)(6) 2012, the ear pruritus had resolved. In 2017, the hypoaesthesia had resolved. At the time of the report, the pelvic inflammatory disease, device breakage, embedded device, device expulsion, latest episode of pelvic pain, abdominal pain lower, back pain, intermenstrual bleeding, heavy menstrual bleeding, dysmenorrhoea, menstrual discomfort, device allergy, device intolerance, urticaria, dermatitis, fatigue, asthenia, mood altered, alopecia, nausea, musculoskeletal pain, dyspepsia, skin lesion, eye pruritus, rash papular, malaise, insomnia, pruritus, endometriosis, anxiety and depression had resolved. The outcomes for constipation, carpal tunnel syndrome, tendonitis and neck pain were unknown. The reporter considered abdominal pain lower, alopecia, anxiety, asthenia, back pain, carpal tunnel syndrome, constipation, depression, dermatitis, device allergy, device breakage, device expulsion, device intolerance, dysmenorrhoea, dyspepsia, ear pruritus, embedded device, endometriosis, eye pruritus, fatigue, heavy menstrual bleeding, hypoaesthesia, insomnia, intermenstrual bleeding, malaise, menstrual discomfort, mood altered, musculoskeletal pain, nausea, neck pain, pelvic inflammatory disease, the first episode of pelvic pain, the second episode of pelvic pain, pruritus, rash papular, skin lesion, tendonitis and urticaria to be related to essure administration. The reporter commented: patient underwent surgery twice in order to remove essure, on the first time her fallopian tubes were extirpated, while on the second time her uterus had to be removed due to presence of essure remnants. Consumer had essure removed in (B)(6) 2016, however as discomforts continued, she underwent surgery again (began again with malaise, insomnia, pain and itching). Total hysterectomy was performed, and as a result she lost her uterus and cervix). Extirpation of both tubes was carried out, finding that the essure of the left tube was strongly fixed to the uterus, so it had to be introduced with cuts of the myometrial tissue until the device was released, subsequently performing hemostasis of the zone, not appreciating remains of essure. After removal of the coil fragment in the hysterectomy, all symptoms disappeared. This confirms nickel-titanium intolerance as the cause of her problems. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2017: x-ray was performed showing a hyperdense image in the uterine area, compatible with the distal portion of essure. On (B)(6) 2017: e total absence of material corresponding to essure was confirmed [allergy test] in 2013: epicutaneous tests were performed on metals that were classified as negative [pathology test] on (B)(6) 2016: the pathological anatomy study reported intra-tubal metallic filaments compatible with essures and endometriotic focus. On (B)(6) 2017: the pathological anatomy of the uterus identified the essure fragment in the tubal horn and areas of glandular and cystic adenomyosis. [Ultrasound uterus] on (B)(6) 2016: normal uterus with bilateral varicocele. The left essure is not identified; on (B)(6) 2016: showed that both essures were in the tubes without intrauterine coils being appreciated. On (B)(6) 2017: hypertrophic cervix was observed with an anteflexed uterus, hypertrophic, with the rest of the implant. Diagnosis: adenomyosis and rest of essure. Lot number: 625640. Manufacture date: 2007-08. Expiration date: 2009-07. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-jun-2022: events: constipation, carpal tunnel syndrome, pectoralis major tendinitis, cervicalgia, patient medical history, treatment medication added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammation') and device breakage ('essure remnants on uterus') in a female patient who had essure (batch no. 625640) inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with uterine inflammation, abdominal pain ("abdominal pain ; abdominal cramps"), back pain ("lumbar pains"), menorrhagia ("menorrhagia/ her menstrual periods got extended / increased menstrual bleed (she began to bleed more)"), urticaria ("welts"), pruritus ("itching"), dermatitis ("dermatitis"), fatigue ("fatigue"), asthenia ("weakness"), mood altered ("mood changes") and alopecia ("hair loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("essure remnants on uterus"), pelvic pain ("pelvis pain/ pain"), metrorrhagia ("spotting"), dysmenorrhoea ("pain during menstrual periods"), menstrual discomfort ("discomforts during menstrual periods"), device allergy ("allergic reaction to essure components"), device intolerance ("device rejection reactions") and nausea ("nausea"). The patient was treated with surgery (total hysterectomy was performed, and as a result she lost her uterus and cervix and fallopian tubes were extirpated). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, device breakage, complication of device removal, pelvic pain, abdominal pain, back pain, metrorrhagia, menorrhagia, dysmenorrhoea, menstrual discomfort, device allergy, device intolerance, urticaria, pruritus, dermatitis, fatigue, asthenia, mood altered, alopecia and nausea outcome was unknown. The reporter considered abdominal pain, alopecia, asthenia, back pain, complication of device removal, dermatitis, device allergy, device breakage, device intolerance, dysmenorrhoea, fatigue, menorrhagia, menstrual discomfort, metrorrhagia, mood altered, nausea, pelvic inflammatory disease, pelvic pain, pruritus and urticaria to be related to essure. The reporter commented: patient underwent surgery twice in order to remove essure, on the first time her fallopian tubes were extirpated, while on the second time her uterus had to be removed due to presence of essure remnants. Consumer had essure removed in (B)(6) 2016, however as discomforts continued, she underwent surgery again (total hysterectomy was performed, and as a result she lost her uterus and cervix). Lot number: 625640 manufacture date: 2007-08 expiration date: 2009-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammation") and device breakage ("essure remnants on uterus") in a female patient who had essure (batch no. 625640) inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), the first episode of menorrhagia ("menorrhagia"), fatigue ("fatigue"), asthenia ("weakness"), mood altered ("mood changes"), back pain ("lumbar pains"), alopecia ("hair loss"), dermatitis ("dermatitis"), urticaria ("welts"), pruritus ("itching") and abdominal pain ("abdominal pain ; abdominal cramps"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("essure remnants on uterus"), the second episode of menorrhagia ("her menstrual periods got extended / increased menstrual bleed (she began to bleed more)"), metrorrhagia ("spotting"), dysmenorrhoea ("pain during menstrual periods") and menstrual discomfort ("discomforts during menstrual periods"). The patient was treated with surgery (fallopian tubes were extirpated) and surgery (total hysterectomy was performed, and as a result she lost her uterus and cervix). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, device breakage, complication of device removal, fatigue, asthenia, mood altered, back pain, alopecia, dermatitis, urticaria, pruritus, abdominal pain, the last episode of menorrhagia, metrorrhagia, dysmenorrhoea and menstrual discomfort outcome was unknown. The reporter considered abdominal pain, alopecia, asthenia, back pain, complication of device removal, dermatitis, device breakage, dysmenorrhoea, fatigue, menstrual discomfort, metrorrhagia, mood altered, pelvic inflammatory disease, pruritus, urticaria, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: patient underwent surgery twice in order to remove essure, on the first time her fallopian tubes were extirpated, while on the second time her uterus had to be removed due to presence of essure remnants. Consumer had essure removed in (B)(6) 2016, however as discomforts continued, she underwent surgery again (total hysterectomy was performed, and as a result she lost her uterus and cervix). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 22-nov-2017 for the following meddra preferred terms: pelvic inflammatory disease: the analysis in the global safety database revealed (B)(4) cases. Device breakage: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2017: events "her menstrual periods got extended, spotting, she began to bleed more, discomforts during menstrual periods, pain during menstrual periods" were added. Essure stop date was added. Reporter added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammation") and device breakage ("essure remnants on uterus") in a female patient who had essure (batch no. 625640) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), fatigue ("fatigue"), asthenia ("weakness"), mood altered ("mood changes"), back pain ("lumbar pains"), alopecia ("hair loss"), dermatitis ("dermatitis"), urticaria ("welts"), pruritus ("itching") and abdominal pain ("abdominal pain ; abdominal cramps"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("essure remnants on uterus"). The patient was treated with surgery (fallopian tubes were extirpated) and surgery (on the second time her uterus had to be removed). Essure was removed. At the time of the report, the pelvic inflammatory disease, device breakage, complication of device removal, menorrhagia, fatigue, asthenia, mood altered, back pain, alopecia, dermatitis, urticaria, pruritus and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, asthenia, back pain, complication of device removal, dermatitis, device breakage, fatigue, menorrhagia, mood altered, pelvic inflammatory disease, pruritus and urticaria to be related to essure. The reporter commented: patient underwent surgery twice in order to remove essure, on the first time her fallopian tubes were extirpated, while on the second time her uterus had to be removed due to presence of essure remnants. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 16-nov-2017 for the following meddra preferred terms: pelvic inflammatory disease: the analysis in the global safety database revealed 79 cases. Device breakage: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2017: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Bayer case number: (B)(4) pelvic inflammation [pelvic inflammation], essure remnants on uterus [device breakage], essure of the left tube was strongly fixed to the uterus [embedded device], essure of the left tube was strongly fixed to the uterus [partial expulsion of device], uterus inflammation [uterine inflammation] , essure remnants on uterus [contraceptive device removal incomplete] , pelvis pain/ pain [pelvic pain female] , abdominal pain: abdominal cramps / which was initially in the hypogastrium to end up also affecting the lower back [cramp in lower abdomen] , lumbar pains [lumbar pain] , spotting / the menstrual bleeding became metrorrhagia that exceeded 15 days a month / metrorrhagia [spotting between menses] , menorrhagia/ her menstrual periods got extended / increased menstrual bleed (she began to bleed more) [menstruation increased] , pain during menstrual periods [menses painful], discomforts during menstrual periods [menstrual discomfort] , allergic reaction to essure components [device allergy] , device rejection reactions [device intolerance] , welts [welts] , itching / itching in both ears, presenting suppuration in otoscopy [ear pruritus] , dermatitis [dermatitis] , fatigue [fatigue] , weakness [weakness] , mood changes [mood change] , hair loss [hair loss] , nausea [nausea] , arthromyalgia [arthromyalgia] , dyspepsia [dyspepsia] , skin lesions / lesions appear on the back of the hands, elbows, shoulders and neck (on (B)(6) 2011) [skin lesion], optic itching [itching eyes]. Episodes of micropapules, some of the color of the skin and others pink, some slightly lichenified and others excoriated, grouped, were observed on the external area of the upper limbs, the back of the hands and on the calves [papular skin eruption] . Malaise [malaise], insomnia [insomnia], pain [pelvic pain female] , itching [itching] , pelvic endometriosis [endometriosis externa] , numbness in extremities [numbness of extremities] , anxiety [anxiety] , depression [depression] , constipation [constipation], right carpal tunnel syndrome [unilateral carpal tunnel syndrome] , pectoralis major tendinitis [tendinitis] , cervicalgia [cervicalgia] . Case narrative: this spontaneous case was originally reported by a lawyer on behalf of a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammation"), device breakage ("essure remnants on uterus") and embedded device ("essure of the left tube was strongly fixed to the uterus") in a 38-year-old female patient who had essure inserted (lot no. 625640) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("essure remnants on uterus"). The patient had a medical history of irritable bowel, cigarette smoker, parity 2 and gravida ii. The patient had a family history of constipation. Concurrent conditions were listed as allergy to metals and atopic dermatitis. The only concomitant product mentioned was corticosteroids for dermatitis atopic. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 180 days after essure insertion, she experienced ear pruritus ("itching / itching in both ears, presenting suppuration in otoscopy"). In 2009 she experienced pelvic inflammatory disease (seriousness criteria medically important and intervention required), abdominal pain lower ("abdominal pain ; abdominal cramps / which was initially in the hypogastrium to end up also affecting the lower back"), back pain ("lumbar pains"), heavy menstrual bleeding ("menorrhagia/ her menstrual periods got extended / increased menstrual bleed (she began to bleed more)"), urticaria ("welts"), dermatitis ("dermatitis"), fatigue ("fatigue"), asthenia ("weakness"), mood altered ("mood changes"), alopecia ("hair loss"), arthralgia ("arthromyalgia"), dyspepsia ("dyspepsia"), skin lesion ("skin lesions / lesions appear on the back of the hands, elbows, shoulders and neck (on (B)(6) 2011)") and hypoaesthesia ("numbness in extremities"). On (B)(6)2011 she experienced eye pruritus ("optic itching"). On (B)(6)2011 she experienced rash papular ("episodes of micropapules, some of the color of the skin and others pink, some slightly lichenified and others excoriated, grouped, were observed on the external area of the upper limbs, the back of the hands and on the calves"). In (B)(6)2012 she experienced anxiety ("anxiety") and depression ("depression"). On (B)(6)2012 she experienced neck pain ("cervicalgia"). On (B)(6)2012 she experienced tendonitis ("pectoralis major tendinitis"). In 2016 she experienced malaise ("malaise"), insomnia ("insomnia"), a first episode of pelvic pain ("pain") and pruritus ("itching"). On (B)(6) 2017 she experienced endometriosis ("pelvic endometriosis"). On unknown date she experienced device breakage (seriousness criteria medically important and intervention required), embedded device (seriousness criterion medically important), device expulsion ("essure of the left tube was strongly fixed to the uterus"), uterine inflammation ("uterus inflammation"), a second episode of pelvic pain ("pelvis pain/ pain"), intermenstrual bleeding ("spotting / the menstrual bleeding became metrorrhagia that exceeded 15 days a month / metrorrhagia"), dysmenorrhoea ("pain during menstrual periods"), menstrual discomfort ("discomforts during menstrual periods"), device allergy ("allergic reaction to essure components"), device intolerance ("device rejection reactions"), nausea ("nausea"), constipation ("constipation") and carpal tunnel syndrome ("right carpal tunnel syndrome"). The patient was treated with atarax [hydroxyzine], difur (phlebodium aureum extract), protopic (tacrolimus monohydrate) and gabapentin as well as surgery (fallopian tubes were extirpated, laparoscopy and bilateral salpingectomy was performed and total hysterectomy was performed, and as a result she lost her uterus and cervix). In (B)(6) 2012, the ear pruritus had resolved. In 2017, the hypoaesthesia had resolved. At the time of the report, the pelvic inflammatory disease, device breakage, embedded device, device expulsion, latest episode of pelvic pain, abdominal pain lower, back pain, intermenstrual bleeding, heavy menstrual bleeding, dysmenorrhoea, menstrual discomfort, device allergy, device intolerance, urticaria, dermatitis, fatigue, asthenia, mood altered, alopecia, nausea, arthralgia, dyspepsia, skin lesion, eye pruritus, rash papular, malaise, insomnia, pruritus, endometriosis, anxiety and depression had resolved. The outcomes for constipation, carpal tunnel syndrome, tendonitis and neck pain were unknown. The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, asthenia, back pain, carpal tunnel syndrome, constipation, depression, dermatitis, device allergy, device breakage, device expulsion, device intolerance, dysmenorrhoea, dyspepsia, ear pruritus, embedded device, endometriosis, eye pruritus, fatigue, heavy menstrual bleeding, hypoaesthesia, insomnia, intermenstrual bleeding, malaise, menstrual discomfort, mood altered, nausea, neck pain, pelvic inflammatory disease, the first episode of pelvic pain, the second episode of pelvic pain, pruritus, rash papular, skin lesion, tendonitis, urticaria and uterine inflammation to be related to essure administration. The reporter commented: patient underwent surgery twice in order to remove essure, on the first time her fallopian tubes were extirpated, while on the second time her uterus had to be removed due to presence of essure remnants. Consumer had essure removed in (B)(6) 2016, however as discomforts continued, she underwent surgery again (began again with malaise, insomnia, pain and itching). Total hysterectomy was performed, and as a result she lost her uterus and cervix). Extirpation of both tubes was carried out, finding that the essure of the left tube was strongly fixed to the uterus, so it had to be introduced with cuts of the myometrial tissue until the device was released, subsequently performing hemostasis of the zone, not appreciating remains of essure. After removal of the coil fragment in the hysterectomy, all symptoms disappeared. This confirms nickel-titanium intolerance as the cause of her problems. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2017: x-ray was performed showing a hyperdense image in the uterine area, compatible with the distal portion of essure.; on (B)(6) 2017: e total absence of material corresponding to essure was confirmed [allergy test] in 2013: epicutaneous tests were performed on metals that were classified as negative [pathology test] on (B)(6) 2016: the pathological anatomy study reported intra-tubal metallic filaments compatible with essures and endometriotic focus.; on (B)(6) 2017: the pathological anatomy of the uterus identified the essure fragment in the tubal horn and areas of glandular and cystic adenomyosis. [Ultrasound uterus] on (B)(6) 2016: normal uterus with bilateral varicocele. The left essure is not identified; on (B)(6) 2016: showed that both essures were in the tubes without intrauterine coils being. Appreciated.; on (B)(6) 2017: hypertrophic cervix was observed with an anteflexed uterus, hypertrophic, with the rest of the implant. Diagnosis: adenomyosis and rest of essure. Lot number: 625640 manufacture date: 2007-08 expiration date: 2009-07. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 19-nov-2024: new reporter lawyer & family member added. Annex e updated for related events. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammation"), device breakage ("essure remnants on uterus"), device intolerance ("device rejection reactions") and hypersensitivity ("allergic reaction to essure components") in a female patient who had essure (batch no. 625640) inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), the first episode of menorrhagia ("menorrhagia"), fatigue ("fatigue"), asthenia ("weakness"), mood altered ("mood changes"), back pain ("lumbar pains"), alopecia ("hair loss"), dermatitis ("dermatitis"), urticaria ("welts"), pruritus ("itching") and abdominal pain ("abdominal pain ; abdominal cramps"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("essure remnants on uterus"), the second episode of menorrhagia ("her menstrual periods got extended / increased menstrual bleed (she began to bleed more)"), metrorrhagia ("spotting"), dysmenorrhoea ("pain during menstrual periods"), menstrual discomfort ("discomforts during menstrual periods"), device intolerance (seriousness criterion medically significant), hypersensitivity (seriousness criterion medically significant), pain ("pain"), pelvic pain ("pelvis pain"), uterine inflammation ("uterus inflammation") and nausea ("nausea"). The patient was treated with surgery (fallopian tubes were extirpated) and surgery (total hysterectomy was performed, and as a result she lost her uterus and cervix). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, device breakage, complication of device removal, fatigue, asthenia, mood altered, back pain, alopecia, dermatitis, urticaria, pruritus, abdominal pain, the last episode of menorrhagia, metrorrhagia, dysmenorrhoea, menstrual discomfort, device intolerance, hypersensitivity, pain, pelvic pain, uterine inflammation and nausea outcome was unknown. The reporter considered abdominal pain, alopecia, asthenia, back pain, complication of device removal, dermatitis, device breakage, device intolerance, dysmenorrhoea, fatigue, hypersensitivity, menstrual discomfort, metrorrhagia, mood altered, nausea, pain, pelvic inflammatory disease, pelvic pain, pruritus, urticaria, uterine inflammation, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: patient underwent surgery twice in order to remove essure, on the first time her fallopian tubes were extirpated, while on the second time her uterus had to be removed due to presence of essure remnants. Consumer had essure removed in (B)(6) 2016, however as discomforts continued, she underwent surgery again (total hysterectomy was performed, and as a result she lost her uterus and cervix). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 14-dec-2017 for the following meddra preferred terms: pelvic inflammatory disease: the analysis in the global safety database revealed 91 cases. Device breakage: the analysis in the global safety database revealed 2088 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2017: events added: device rejection reactions, allergic reaction to essure components, pain, pelvis pain, uterus inflammation, and nausea. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.